Event description:
Clinical study it was reported that 3 months after a coronary artery drug eluting stenting procedure, the pt underwent coronary artery bypass grafting (CABG) surgery for target vessel reintervention. The lesion being treated in the index procedure was a 2.5 mm, 95% stenosed distal circumflex (dist cx). The physician treated the lesion without predilation and successfully placing a taxus express2 8.8% drug eluting stent in the target lesion with no complications. The pt was discharged the next day on plavix aspirin. 3 months later the pt underwent CABG surgery as a target vessel reintervention. The pt was discharged 7 days later. In the opinion of the physician the relationship of the reintervention to the taxus stent is unk, and there was not restenosis of the target vessel.

Event description:
It was further reported that target lesion 1 was 12mm long, with 0% residual stenosis after the placement of the taxus stent. The patient tolerated the procedure. 94 days after the procedure, the pt was admitted with complaints of acute onset of substernal chest pain similar to previous chest pain. The patient was referred for cardiac catheterization. Angiography the next day revealed, lmca normal, lad 70% long proximal stenosis, 60% stenosis in the diagonal branch, lcx patent mid-vessel stent and 60% stenosis thereafter with bypassable vessel, rca 40 and 60% mid sequential stenosis, patent stent in the r-pda, ef was 60%. It was noted (per cath report) that the patient underwent ptca with taxus stent placement to the proximal r-pda. Multi vessel coronary artery disease was identified and coronary artery bypass grafting (CABG) surgery was recommended. 5 days later the patient underwent surgery with lima to lad, reverse svg to obtuse marginal and reverse svg to d1. Transyocardial laser revascularization was performed to the inferior wall of the r-pda secondary to non-bypassable r-pda. The pt's postopertive recovery was uneventful and he was discharged 4 days later on plavix.